Event description:
It was reported that during ventilation, there was no flow from the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer. The reported problem could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Evaluation of the received logs revealed alarms were generated at date of the event such as, pressure delivery restricted, expiratory minute volume low, peep low, respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The information about the used patient circuit was not available. The conclusion is there was no ventilator malfunction at time of the event. However, the alarms generated indicates that a leakage situation occurred. The root cause for the leakage situation could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).